Event description:
In 2009, the patient reported an elevated blood glucose reading of 389 mg/dl. Symptoms are lethargy and thirst. She stated she received an e4 (occlusion) error on her insulin infusion device and, when she removed her infusion headset she discovered it was "bent a little." She said she does not have a lot of scar tissue due to past surgeries. She rotates her sites and does not reuse her insulin cartridges. She changes her headset and cartridge every 3-4 days and the tubing every other headset change. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.